Manufacturer narrative:
Submit date: (B)(6) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a peritoneal dialysis catheter. The customer reports a hole in the silicone extension of the catheter, at the end of the adapter. Catheter was placed (B)(6) 2009, and tubing and adapter needed replacement on (B)(6) 2010. Patient needed prophylactic antibiotics.